Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. The full lead was returned. The lead was stretched. The inner insulation was kinked in various locations. A cut was evident through the outer insulation material at 5.5 cm distally.

Event description:
It was reported that during the implant procedure, the patient's anatomy was treacherous. While attempting to place the lead, the screw looked "enabled". The physician was curious if he had pulled the insulation back when trying to advance the lead. The device was not implanted. No patient complications have been reported as a result of this event.